Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was experiencing low flow limit alarms and the rpm speed=0. The log file was reviewed which showed multiple power elevations associated with pulsatility index (pi) events throughout the log file, and there was also a pump stoppage. The doctor believes the septal wall caused a complete occlusion of the inflow cannula which resulted in the pump rpm reaching to 0. The rpm speed was lowered and medications adjusted to prevent further events. Pt will be monitored.

Manufacturer narrative:
The pt remains on going with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.